Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Unable to contact customer. An envelope was send to the customer to returned alleged defective product for investigation most likely underlying root cause: mlc-61 -improper use/mishandled by end user. Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time.

Event description:
Consumer reported complaint via email for missing needle on the pen needles. Customer states that some of the pen needles from the same box dont have a needle to perforate the insulin vial on the insulin pen the expected fasting blood glucose test result range is undisclosed. The customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product storage location is undisclosed. The test pen needle lot manufacturer's expiration date is undisclosed and open vial date is undisclosed.